Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "pump settings were changing at unscheduled times". In addition, it was reported that adjustments were made to the pump personal profiles settings and the customer experienced low blood glucose (bg) levels. Contact did not provide a bg value. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.